Event description:
It was reported that when the dispersive electrode (ground pad) was removed from the pt's right thigh, a thin layer of the epidermis remained adhered to the acrylic adhesive on the foam border of the pad. There was no deep injury it was only superficial. Bacitracin ointment was applied to the area.